Event description:
It was reported that the ilet user performed a ghost meal announcement in an effort to correct hyperglycemia. The agent educated the user on risks and recommended a possible reset. Symptoms included hyperglycemia peaking at 207 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was associated with using meal announcements to correct blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.